Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt had elevated pump powers up to 15.7 rpms. The pt presents with evidence of hemolysis (cola colored urine and ldh-1,000). The pt has a history of hemolysis. The pt's plasma free hgb was drawn. The pt came to the ER with muscle pain, headache and a temperature. The pt's white blood cells (wbc's) were elevated. The system controller log files and history show low flow alarms, pump stoppages and low speed operations, most of which happened while the pt was in the e.r. The vad coordinator reported that the pt had no percutaneous lead issues or trauma. The pump speed was 9200 rpm, map-60. Pulsatility index (pi) was in the "teens" and pump power was 13-14. The flows ranged between 0-5. The vad coordinator reported that the pump sounded normal. An echo was performed. The physician stated that with no increase in the aortic pulse pressure, it would appear that the pump was unloading the left ventricle. The pt's system controller was exchanged, and the pt was given anticoagulation medication. Additional information was received from the vad coordinator which stated that the pt's pump was working and the aortic valve was closed. The pt's hemolysis was ongoing but had improved. It was also reported that the pt was not a candidate at that time for reoperation. Two weeks later the vad coordinator reported that the pt was treated for myalgias and sent home. The pt's hemolysis labs improved somewhat but the pt has had an occult hemolysis for a while. The pt remains ongoing.

Manufacturer narrative:
The pump remains in use supporting the pt. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.